Event description:
According to the reporter: the instrument blocked during firing. Disinfection of tissue in the sulu was necessary.

Manufacturer narrative:
The company has requested additional info.